Event description:
It was reported that during a prostate procedure, @75,754 joules of use, the side - firing fiber was noted to be forward firing. The physician reverted to turp to complete the procedure. "No damages to the patient" reported. Gland volume : 44 ml time expended: 7:03 minutes.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber exhibited a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture rotated independently of metal cap; the metal cap exhibited severe burnt on detritus; the metal cap exhibited signs of melting at the output window; the glass cap exhibited moderate devitrification at the output window; the metal cap adhesion location exhibited burnt glue; the glass cap has pushed forward in metal cap and is protruding 3 mm from the metal cap; the outer flow tube exhibited scratch marks at the open end. Based on the analysis above, the potential for forward firing may also exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure limiting the performance of the fiber.

Manufacturer narrative:
(B)(4) refers to forward-firing of the side-firing surgical fiber; a code request has been submitted.